Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a black image during preparation of a therapeutic hysteroscope. The procedure was delayed for one (1) min and was completed using a similar device. No other devices were connected to the subject device when the failure occurred, and no error messages were observed. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3 h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable was found. Based on the results of the investigation, it is likely the following led to the malfunction: black image / screen was due to faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a black image during preparation of a therapeutic hysteroscope. The procedure was delayed for one (1) min and was completed using a similar device. No other devices were connected to the subject device when the failure occurred, and no error messages were observed. No patient harm reported.